Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. Based on the information available and analysis results, the reported event was not confirmed through product investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not inflating. It seems the problem was caused by the pump. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not inflating. The issue was reportedly caused by the pump. All components were removed and replaced. There were no patient complications reported.